Event description:
It was reported that an implantable cardiac defibrillator (ICD) would not interrogate with two different programmers. The third programmer that was tried was able to interrogate the ICD. The ICD remains in use. No patient complications were reported as a result of this event. It was reported that a programmer was unable to interrogate a device. A second programmer was used and interrogated successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.